Event description:
It was reported that 2 bd vacutainer® lh pst¿ ii plus blood collection tubes were missing labels on outer packaging. The following information was provided by the initial reporter, translated from chinese to english: it was reported by the customer that there was green-tipped test tube without outer packaging label.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. 2 retained shelf packs were taken and visually inspected, and shelf pack labels were found present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® lh pst¿ ii plus blood collection tubes were missing labels on outer packaging. The following information was provided by the initial reporter, translated from chinese to english: it was reported by the customer that there was green-tipped test tube without outer packaging label.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.